Manufacturer narrative:
No further information such as the log file was available. Therefore, only the reported data was assessed. The reported error code 02.02.001 corresponds with a deviation of the pcb graphic controller. The device reacts to this malfunction by initiating a warm start to solve the issue. During a warm start the screen is switched to dark, and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. There was no patient injury reported. The pcb graphic controller was reportedly replaced on site. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the evita 2 dura failed on a patient with error code 02.02.001. There was no patient injury reported.